Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. Visual alarm limits were functioning and an alarm limit value of 198 as a default was not displayed. The unit was determined to be functioning as designed. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported that an alarm limit value of pr became 198 as default. No consequences or impact to patient were reported.